Event description:
Per spontaneous call from patient - she noticed when changing her cassette last night that legacy pump serial number (B)(4) screen was blank and she could not push any buttons. No alarms sounded. She said that she thought it sounded like the pump was running yesterday, out after she put new batteries in the pump, the pump said only 0.1 ml had been removed from the cassette and the cassette looked quite full. She switched to her backup pump last night, out today she has been lethargic, having heart palpitations and headaches. No medical intervention was provided. Sending a replacement pump for tomorrow. Patient will return the broken pump. This is a life-sustaining infusion. Fault occurred while in-use. Outcome of event is ongoing due to the adverse event patient is currently experiencing. No further information available. Reported to (B)(6) by pt/caregiver.